Event description:
It was reported that during surgery the device was not taking the graft successfully. An additional graft was not needed as the taken graft was not damaged. There was no patient impact or harm. There was no delay in the procedure. During product evaluation, the cutter failed the test cut. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the cutting test; however, the repair was not completed because the cutter is not repairable and was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00638-2 e1 telephone number: (B)(6). G2 country: united kingdom.